Event description:
Report forwarded by csi trumbull service & repairs - lp-20-120, sn (B)(4) was involved in a patient issue where the unit failed to coagulate the bleeding after tissue excision. We need to get it back here as a repair to investigate. Leep precision generator lp-20-120 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Report forwarded by csi trumbull service & repairs- lp-20-120, sn (B)(6) was involved in a patient issue where the unit failed to coagulate the bleeding after tissue excision. We need to get it back here as a repair to investigate. 1216677-2022-00141. Leep precision generator lp-20-120 e-complaint (B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples . *analysis and findings complaint 2022-04-0000517 . Distribution history: this complaint unit was manufactured at csi on 03/23/2018 under wo#'s 237716 & 237718 and shipped on 08/02/2018. Manufacturing record review: DHR's 237716 & 237718 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. The complaint was not confirmed. Product receipt: the complaint unit was returned on a repair. However, based on log 98357, this unit was at csi on 05/02/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Note: the coag function requires a site that has minimal blood present and does not work well in an excessively wet environment such as heavy bleeding. The description of the presence of blood indicating a high probability of excessive bleeding after the tissue was removed. *correction and/or corrective action the unit was tested to specifications with no defects noted. Upon completion the was returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training is required. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Investigation findings: the complaint unit was manufactured by csi on 23/mar/2018. Device history records were reviewed, and no non-conformities related to the complaint condition were noted. No service history was found for this unit. A review of the 2-year complaint history showed one similar reported complaint condition. The complaint was not confirmed. The unit was returned on 02/may/2022 for evaluation. Visual examination of the complaint unit revealed no physical damage. Complaint unit was functionally evaluatied and found to function properly. Note: the coag (coagulation) function requires a site that has minimal blood present and does not work well in an excessively wet environment such as heavy bleeding. The description of the presence of blood indicating a high probability of excessive bleeding after the tissue was removed. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. A root cause is not applicable as the complaint condition was not confirmed. Corrective actions: the unit was tested to specifications with no defects noted. Upon completion the was returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.

Event description:
Healthcare professional reported to company representative "the unit failed to coagulate the bleeding after tixxue excision."